Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
There customer reported there was a fire. Additional information has been requested. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Several of the customer's devices were damaged and gave off smoke/odor due to a facility voltage spike. No philips equipment was damaged or at fault for this incident.